Event description:
Resident was working at the parallel bars when the bar on the left slid inward causing her to fall. The resident struck the back of her head on the other bar. No injury resulted. The screw holding the bar at the joint had come loose. She had been working at the bars for approx. 10 minutes when the bar slid. Maintenance dept secured bars - additional safety screws added.